Manufacturer narrative:
Concomitant medical products: product ID 8709.

Event description:
Information was received from a health care professional via a representative regarding a patient in who was receiving lioresal 500 mcg at a dose of 290 mcg via an implantable. The patient's concomitant medications were not obtainable. The patient's medical history included ms spasticity. It was reported that some time, the specific amount of time was not known although the approximate event date was reported as (B)(6) 2016, after a pump replacement due to noise and more spasticity (see manufacturer report # 3004209178-2016-14818 in which the pump explanted date was reported as approximate on (B)(6) 2016 due to noise and increased spasticity, the patient "had the same problem as before"; experienced more spasticity. They attempted the same thing by increasing the dose. Ultimately, they replaced the catheter and that helped. Reportedly, they had to program the pump to minimum rate probably before the explant. At the time of the report the patient's status was reported as alive-no injury and the issue was resolved. The catheter was lost and would not be returned. The therapy was now working "so everything is good for the patient". Clarification was requested regarding the pump model/serial involved with this event, products explanted associated with this event, product implant/explant dates, and timing sequence of events. The explanted catheter was reported as lost.

Manufacturer narrative:
(B)(4).

Event description:
Information was received on 2016-08-18 in which the representative further clarified that the products involved with this event were pump (B)(4), refill kit (B)(4) which were implanted on (B)(6) 2016. As reported, the patient felt no effect of this pump. The patient came in acute on (B)(6) 2016 and reported that the pump was ticking, noise from the pump as an old watch. On (B)(6) 2016, the patient went to the operating room and this pump, (B)(4) was explanted. The patient did not get a replacement at that time because of infection in the pocket. On (B)(6) 2016, the patient was implanted with a new pump, (B)(4), and a new ascenda catheter. They have not heard from the patient since. A new refill date was scheduled for (B)(6) 2016. Please note as now clarified by the representative, the pump noise and explant will be captured solely in this current event. The related event associated with a different pump has been adjusted to reflect this clarification as provided by the representative. See manufacturer report # 3004209178-2016-14818 which will now solely capture the lack of effect with the explant of pump (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.